Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope experienced flickering image, rainbow-colored lines on the screen and no image coming up. The procedure was completed with another device. There was no report of patient harm.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: white residue on the air/water supply. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the complaint was no problem detected. However, the most probable cause of the white residue on the air/water supply was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.